Manufacturer narrative:
The manufacturer did not receive the device for investigation as the patient has not been revised. No x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x +3.5 on the right side on (B)(6) 2010 and is currently experiencing pain. This is a bilateral patient. The left side is reported under (B)(4). (MFR 9613350-2015-01588).

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that a (B)(6) female patient, who has a bilateral tha, experienced pain in her right hip. No x-rays, pictures or surgical notes were provided. Nursing intraoperative records were received, but did not provide any valuable information for the investigation. Devices analysis devices analysis could not be performed as no product was available for investigation. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information become available that changes the assessment, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).